Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a colonovideoscope was found to have contamination of its internal channels with pseudomonas aeruginosa and coliform bacteria. The issue was identified during reprocessing, and no patient involvement was reported.